Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x24mm stent delivery system was returned for analysis. The device was returned in 2 pieces. A visual and microscopic examination of the stent found proximal stent damage, with stent struts pulled distally, bunched around the mid-stent location, and overlapping. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion break located 114cm distal to the distal strain relief and multiple outer shaft polymer extrusion kinks at several locations along the shaft polymer extrusion. A visual examination of the inner lumen found inner shaft polymer extrusion damage and multiple inner shaft polymer extrusion kinks at a location 16.5cm proximal to the distal tip, for a distance of 10.5cm. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 25jun2019. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in a non-tortuous and mildly calcified left anterior descending artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is fine. However, returned device analysis revealed stent damage and separated shaft polymer extrusion.